Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device showed minimal erosion of the screen/electrodes, discoloration around the tip, and there evidence of saline ingress in the device. The data was extracted which revealed that the wand was activated and at some point, experienced a "multiple button pressed notification" error. The device connected to a known good controller, which revealed that the device was not able to ablate. Coagulate and suction performed as intended. The error in the data was not present. The complaint was verified as the data showed a failure of intermittent output; however, smoke was not observed during functional test. Factors, which may have contributed to the reported complaint include: when the device is not in use it is to be placed in a dry, highly visible area not in contact with the user or patient. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rcr surgery, a werewolf flow 90 coblation wand was being used when the temperature indicator alerted. The wand was removed from the right shoulder and it was noticed that the tip of the wand was sparking, the surgeon put saline on the tip to cool down and put out the sparks. It was also reported that the wand was working even though there was any button pressed. Wand was disconnected from the werewolf controller. No patient injuries or delay were reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.